Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was unable to duplicate the customer's reported issue. The stm ran the iabp unit on a test patient simulator and noted that all ECG gain checks passed. The stm observed that the customer had two black leads attached, one of which was attached to where a green lead should be. All performance and functional tests passed and the iabp unit was ran on a patient simulator for 30 minutes. The stm then advised the customer to replace the ECG leads. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an ECG related issue. It was later clarified that the iabp was not reading the ECG. There was no patient harm and no adverse event reported.